Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, as a result of the implant procedure, of a leadless implantable pulse generator (ipg), using the leadless ipg delivery system and introducer, the patient developed deep vein thrombosis. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.